Manufacturer narrative:
The surgeon had to prolong the or time, while he searched for the missing pieces. Event happened in 2006 and product was not returned to manufacture for evaluation.

Event description:
"During the procedure dr. Noticed that the suture wing on the blunt port was broken off. He had had this happen on 2 different cases. He was unable to locate the broken piece and the trocars were not saved. He used a 0 pds suture for the case."